Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This is a combined initial/final report. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report #mw5101347.

Event description:
Type of procedure performed: laparoscopic cholecystectomy. Limited information was available at the time of the report. The account mgr was not present for the case. Endocatch string broke during tightening of the bag aperture. The bag was discarded by the facility. Additional information received via email on 05feb2021 from [name]: the procedure was a laparoscopic cholecystectomy. The strong broke while it was attached to actuator/plunger. The cord was not frayed. The bag was removed thought he port site, no new bag was opened. No photos are avail. Additional information received via email on 05feb2021 from [name]: there was no patient injury. Mw # report received via mail on 26may21. Patient status: no patient injury. Type of intervention: the bag was removed through the port site, no new bag was opened.